Event description:
Ous MDR - it was reported that approximately 72 months after implantation a new ICD was implanted. The shock impedance with the new device was out of range. The x ray showed probable lead damage. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10.5 cm distal to the is1 connector pin. A proximal and a distal lead fragment with an overall length of 49 cm were returned. Consequently an approx. 16 cm segment of the lead in between was missing. The analysis revealed multiple signs of wear along the lead fragments. In particular the df1 connector showed a severe abrasion mark at 6.5 cm. The insulation was still intact. However further analysis demonstrated a fracture of the conductor cable to the shock coil in this region. This damage can be considered as the root cause of the out of range shock impedance reported in the complaint text and visible on the available xray image. Based on the characteristics of the findings it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. According to the event description it is likely that the conductor cable was already weakened from the increased stress level in the implanted state. The manipulation during the revision procedure presumably led to a complete fracture of the conductor cable resulting in sudden out of range measurements. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.